Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
When our field service engineer trouble-shot the compressor mini, the mentioned issue could not be reproduced. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).